Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and discovered that the rinse block was obstructed by the secondary mode sample bar. The fse repositioned the sample bar resolving the issue. The instrument was verified with no further issues observed. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 2ml from the manual probe on a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.